Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported poor image resolution was due to patient anatomy. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional procedure has been performed to address the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that a patient presented with grade 3-4 mixed mitral regurgitation (mr) and anterior leaflet that was mobile and long. During a mitraclip procedure, the ntw was placed in a central position on the leaflets. Leaflet insertion and coaptation was satisfactory in all views, but it was noted that the image quality was not optimal due to the anatomy. The mr was reduced to grade 1. About 10-15 minutes after the procedure, the clip had detached from the anterior leaflet. The ntw remained stable on the posterior leaflet. It was noted that establishing final arm angle (efaa) was successful and the clip did not open post-procedural. The mr was recurrent at grade 2-3 and the patient is stable. No additional information was provided.